Event description:
The sales rep reported that during a vats wedge resection procedure the surgeon went to fire the device with a gst60g cartridge and it did not sound normal. When fired the blade went partially across and then stopped. The battery was flipped and the device made a noise like it was engaging. The surgeon pulled the trigger and the blade went across all the way, but it did not completely return. The manual release was used to remove the device. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: did the user go directly to the manual override and skip the reverse button or was it tried and did not work? Dr. (B)(6) did try to use the reverse button and also flipped the battery. He ultimately had to use the manual override as a last resort.